Event description:
Pt receiving crrt therapy. Difficult time getting the arterial access tubing from the cartridge out of the arterial access line on the hemodialysis catheter blocking the flow. Catheter removed and new line placed.